Event description:
The implantable neurostimulator was in a power on reset condition due to overdischarge. Problems with recharge coupling were the primary reason for the overdischarge. Using the antenna, 2 recharge efficiency bars were obtained. Info on how to clear the power on reset state was provided to the caller. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.